Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported that the pt is unable to locate ipg. However, pt has stimulation coverage. A replacement charging system was sent to the pt, and did not resolve the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.